Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation after being used in the procedure. An image was provided from the complaint site, which shows the condition of the device after the procedure. The returned sheath was visually inspected for any abnormalities. There was circumferential delamination approx. 4.25" in length. A partial distal tip tear was found, as well as a scratch just distal to strain relief. There was a slight kink approx. 7.5" from strain relief, a slight bend on sheath shaft, and the marker band attached to liner.  Due to the condition of the device (liner delamination) functional testing was not able to be performed. The complaint was confirmed visually. The related work orders were reviewed and did not reveal any manufacturing related issues that could have contributed to this complaint. A lot history review revealed no other complaints under the related work order for ¿sheath distal tip ¿ liner delamination. A review of complaint history from october 2017 to september 2018 revealed other returned complaints for the commander delivery system (all models and sizes) for ¿sheath distal tip ¿ liner delamination¿. The complaints were confirmed, but no manufacturing nonconformances were found in the returned samples. Available information suggested that patient and/or procedural factors may have contributed to the events. A review of the complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category of ¿liner delamination¿. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. No IFU/training deficiencies have been identified. The device underwent the multiple inspections during the manufacturing process. During assembly, the esheath shaft component was 100% inspected. It is visually inspect using 3x magnification minimum. It is visually inspect for flash and excess material using minimum 10x magnification. During manufacturing, the tip was 100% inspected. Under 10x magnification, the tip was inspected and to ensure there were no ID scratches in the liner expansion pathway. The tip was also inspected for tears. During final inspection, the device underwent 100% inspection by both manufacturing and quality. Dimensional verification of critical dimensions, including shaft od, tip ID, tip length, and coating length. Visual inspection using minimum 3x magnification for delamination, seam separation, wrinkles, kinks, bends, mechanical damage, circumferential oriented surface defects, witness lines, stress lines in the liner, crosslinking of hdpe across liner, and remnant lines. Visual inspection of the tip interface using minimum 3x magnification. After sterilization, the sheath seams are visually inspected on sample devices during product verification testing. The devices also underwent pre- and post-expansion testing seam verification, which included inspection for damage caused during expansion, liner tears, and fragments that have detached from the tip. All samples passed pv testing. The inspections described above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed by visual inspection of the returned device and returned imagery; however, no manufacturing nonconformances were identified during the investigation, and a review of the manufacturing mitigations, DHR, lot history, and complaint history revealed no indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training materials revealed no deficiencies. Per complaint description ¿there were problems removing the commander back through the sheath¿ but it was able to be retrieved. When the sheath was removed, the delamination at the distal tip was noted. It is possible that when the withdrawal difficulty was encountered, excessive force and/or manipulation may have been applied, resulting in liner delamination starting at the sheath distal tip and extending towards the proximal end of the liner. It is possible that procedural factors (withdrawal difficulty) could have led to the complaint event. However at this time a definite root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing non-conformances or labeling/IFU/training deficiencies were identified; therefore no corrective/preventative actions are required. Since no product non-conformance was able to be confirmed and the occurrence rate did not exceed the control limit for trend category of ¿liner delamination¿ for (B)(6) 2018, a product risk assessment (pra) escalation is not required. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed, but no manufacturing non-conformances were identified during the evaluation. Available information suggests that procedural factors (delivery system withdrawal difficulty) may have contributed to the complaint event. Since no labeling or IFU inadequacies have been identified and the occurrence rate does not exceed the control limit for september, 2018, no corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, 26mm sapien 3 case by tf approach in aortic position. During preparation, the commander delivery system could not be successfully de-aired. Therefore a new commander was taken. There was no issue in pushing the e-sheath into the vessel and no problems in pushing the commander through the e-sheath, and the valve was successfully implanted. However, there were problems removing the commander back through the sheath and after the sheath was removed, a liner tear/delamination was noted. The balloon was completely deflated before retrieval. As per available information, no pieces (marker band) dislodged from the sheath.